Event description:
Patient presented to (B)(6) with increased bp's. Patient taken for repeat c-section due to same. Prior to going to the operating room, a foley was placed. As soon as catheter balloon filled with 10 cc syringe, urine was pouring out of white port closest to the patient. Tubing removed from the catheter and tubing replaced. Product saved.